Event description:
Foam coating at the tip of swab used for covid-19 testing came off of the swab shaft while in patient's nose. Patient used nasal saline lavage to successfully remove the foam tip. Several swabs from the same manufacturer and lot number were defective, with foam tip coming off prior to use in patients. We tested 100 swabs from the same lot number to see if the tips were easily removed with light pressure. Nine of 100 were defective by this technique. Swabs are from foamtec international, product #mp1301ast, lot #0640202040. FDA safety report ID# (B)(4).